Event description:
Unomedical reference number:(B)(4) event occurred in the united kingdom on (B)(6) 2023, the patient reported, that the infusion set's tubing snapped off from the tubing connector. Therefore, the patient woke up in the morning with blood glucose level of 22 mmol/l and noticed the issue. No further information was available.